Event description:
It was reported that the patient underwent a replacement surgery due to fluid loss of his artificial urinary sphincter (aus). A new aus was implanted. No patient complications were reported regarding this event. Additional information will be provided as it becomes available.